Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician evaluated the device and was unable to duplicate any malfunction of the device. In addition the run-time of the backup battery was tested and it was confirmed that the battery exceeded the 90 minutes runtime and displayed a low battery alarm like specified. The device was successfully tested to manufacturer specifications. Additional information on the patient outcome was requested but not yet provided. Based on this information a root-cause for the reported pump-stop cannot be determined and might have been caused by non-device related factors. A supplemental report will be provided if additional information becomes available. (B)(4).

Event description:
It was reported that the device stopped pumping. The emergency crank was used until another rotaflow was swapped out. Customer said patient coded during event. (B)(4).